Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol marlex (bard flat mesh) and sepramesh ip on (B)(6)2005 and/or (B)(6)2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh ip on (B)(6)2004 and/or (B)(6)2005 and/or (B)(6)2009. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H11 addendum: this is an addendum to the initial emdr submitted in 19-jun-2020. This supplemental emdr was submitted to report the implanted products, product name and catalog number provided in the legal claim. Updated fields: b4, b5, g4, g7, h2, h10. Corrected field: d1 (brand name), d4 (catalog #), g5 (PMA/510(k) #). This supplemental emdr represents the bard/davol composix kugel mesh (device #1). An additional semdr and emdr were submitted to represent the bard/davol sepramesh ip (device #2) and composix kugel mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol marlex mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol marlex (bard flat mesh) and sepramesh ip on (B)(6) 2005 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.